Event description:
It was reported the pt experienced a problem with coupling and recharging the device. The pt stated that she was told that the device was implanted deeper. The pt programmer screen indicated the device battery was low and stimulation had stopped. A power on reset (por) was also noted. The pt was able to clear the por by pressing the audio key. The regular recharge screen appeared, however, no bars were shaded. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)